Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the liberty select cycler or cycler set and the peritonitis. Additionally, there is no allegation of a machine malfunction or a leak reported for this event. Based on the available information a cause of the peritonitis cannot be concluded. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with their cycler. Upon follow up, the pdrn stated the patient was hospitalized for peritonitis on (B)(6) 2019 (signs and symptoms unknown). The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient¿s culture results were positive for bacterial cocci growth, however the date of the culture and the organism were unknown. The patient was prescribed and treated with an unspecified cephalosporin (type, route, dose, frequency and duration unknown). The patient reported to be recovering and discharged on (B)(6) 2019. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. A cassette sample was not reported to be available for manufacturer analysis. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.